Event description:
The quality nurse in dialysis noted that six venous port catheter clamps have broken between (B)(6) 2017 and (B)(6) 2017. Six patients were affected. The clamps are breaking when being open or closed under normal pressure. All six patients have had the catheters replaced. The product representative came on site and helped determine that all six catheters were from the same lot (rea50850). Our purchasing department has been notified and all catheters with this lot number have been pulled from use.